Event description:
A problem was reported where the t:slim x2 pump battery would not charge. There was no reported impact to the customer¿s blood glucose level. The customer was unable to troubleshoot the issue at that time. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received.